Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that she was without stimulation. An x-ray revealed that the pt lead has fractured. Surgical intervention will be undertaken to rectify this matter; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.